Event description:
On 04/10/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion needle broke off inside the ar-12990 scorpion. An x-ray was taken, but the broken pieces were not found inside the patient's body. However, the surgeon stated that there was a possibility that the broken pieces may still be inside the patient and requested that the broken pieces and the needle be analyzed. The surgery was completed using a new product. This was discovered during use in a case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.